Event description:
It was reported that during a sigmoidectomy procedure, the staple line failed. The staples did not form correctly on the first firing. The surgeon over sewn the area. There was no patient impact. No other details are known. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.